Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. (B)(4).

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag, (dose and frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient received a loading dose of vancomycin (2 grams, ip) and began treatment with reflin (1 gram, once daily, ip). At the time of reporting, dianeal therapy and treatment with reflin continued, and the patient remained hospitalized. The outcome for the peritonitis was unknown. The reporting nurse believed the peritonitis was not related to dianeal.